Manufacturer narrative:
The customer initially requested an onsite evaluation and repair by vyaire. Our field service engineer (fse) went on-site to evaluate the suspect device. The customer canceled service and reported to the fse evaluating the device that the device was placed back in to service already therefore no vyaire evaluation could be performed.

Event description:
The customer reported an unresolved "circuit disconnect" alarm during use on this avea ventilator. The customer stated this ventilator was replaced and the replacement ventilator operating normally with the same patient interface. No known reported patient harm or injury with this event.